Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with when the catheter is clamped, often it get broken or cut. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with when the catheter is clamped, often it get broken or cut. There was no report of injury or medical intervention.

Manufacturer narrative:
In response to the event reported by the facility a device history report was conducted for lot number 5350829. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of saf-t-intima was manufactured 12/18/2015, and this is the only instance of a broken catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Numerous representative samples were submitted by ythe facility for testing, however results from leakage and pull tests found all returned devices to be operating with expected product parameters. Unfortunately, the root cause for this complaint could not be determined at this time, bd will continue to track and trend for this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.